Event description:
Healthcare professional reports a blood leak with the psn 210 dialyzer during the hemodialysis treatment. The leak occurred at the luer connection of the venous blood line to the venous end of the psn 210 dialyzer. An estimated blood loss of 100cc was reported. No pt injury or medical intervention reported.